Manufacturer narrative:
On 23-mar-2017 product investigation results: reporter returned two toothbrush heads on 23-feb-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Coughing, gagging [retching], brush became detached and flew into my throat / shot again out of my throat [foreign body], during brushing, the brush became detached and flew into throat [device breakage], product counterfeit. Case description: a consumer of unspecified age and gender reported via e-mail on 18-jan-2017 that during brushing with an oral-b rechargeable toothbrush, version unknown, the brush of the oral-b flexisoft brushhead became detached and flew into his/her throat. By coughing hard and gagging, it shot again out of the consumer's throat. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Coughing [cough]; gagging [retching]; brush became detached and flew into my throat / shot again out of my throat [foreign body]; during brushing, the brush became detached and flew into throat [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on 18-jan-2017 that during brushing with an oral-b rechargeable toothbrush, version unknown, the brush of the oral-b flexisoft brushhead became detached and flew into his/her throat. By coughing hard and gagging, it shot again out of the consumer's throat. The case outcome was recovered. No further information was provided.